Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Atrial high lead impedance and oversensing were reported in relation to the subject lead. On (B)(6) 2017, the subject lead was implanted in the patient's right atrium. During a pacemaker check on (B)(6) 2021, it was found that the atrial lead impedance was over 3000 ohms and arrhythmia episodes had been recorded due to oversensing of pulses of the mv sensor of the pacemaker. The pacemaker was then reprogrammed to vvir mode. Since it was considered that the atrial lead had been fractured, it was decided to replace the lead. On (B)(6) 2021, a re-intervention was performed implanting a new atrial and capping the subject lead. The associated pacemaker and ventricular lead were left implanted.